Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having low blood glucose and thinks that the insulin pump was not functioning properly. Customer stated the insulin pump was acting differently at times and the bolus wizard is estimating a higher dose than what the customer actually needs. Blood glucose level at the time of the call was 55-60 mg/dl. Troubleshooting did not show any malfunction as the parameters were entered correctly. Customer was advised to check with their healthcare provider regarding bolus carb ratio and settings. The insulin pump was not replaced or returned for analysis.